Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via webform entry that the retainer ring from reservoir was damaged. Customer's blood glucose level was unknown. Customer reported that reservoir was unable to lock in place. No further details were reported. Insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with missing retainer, broken reservoir tube lip, missing reservoir tube o-ring. Unable to perform the displacement test or lock reservoir into place due to missing retainer.